Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to remove cds from sgc and premature activation were due to procedural circumstances. The reported unexpected medical intervention and surgical intervention were the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 degenerative tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were implanted successfully. While attempting to retract the triclip into the triclip steerable guide catheter (tsgc) the clip became stuck on the tip of the tsgc. Troubleshooting was performed by trying to push/pull the cds into the sgc but was unsuccessful. The tsgc and attached triclip were then pulled back through the patients anatomy. The clip detached from the tsgc during this process and remained in the patients femoral vein. The procedure was discontinued. The final tr was grade 3. The patient was able to get the clip surgically removed the same day and remains stable. There was no clinically significant delay reported.